Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was high. The caller reported that that the fill cannula step is being skipped while at the customer is at their father's home causing the customer to have high blood glucose. Blood glucose at original incident was over 400mg/dl. The customer treated it by changing set and by giving manual injection. The insulin pump will not be returned for analysis.